Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm was recorded. Visual inspection revealed that there was corrosion in the battery compartment. The battery compartment was found to be cracked from the threads to the case seal. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and corrosion was found on the motor flex cable connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.